Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found loss of prime warning associated with a non-zero low force a week before the complaint date and unexplained power on reset events on the complaint date. Visual inspection of the pump found some cosmetic damages. Both caps were returned and used in the evaluation. The battery cap contact measurements were within specifications. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading and the pump delivery accuracy were within specifications. Bolus delivery exercises were completed and recorded correctly. The reported power and prime issues were verified in the black box but not duplicated in the investigation. Related to the power issue, the battery compartment was found to have cracked from the cover to the threads. Moisture was evident in the battery compartment. A leak test showed leak where the crack was located. Pump casing was opened and no evidence of moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 370 mg/dl with nausea, atypical thirst and excessive urination. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. Customer technical support reviewed the event with the reporter. It was reported that the pump had repeated loss of prime issues since (B)(6) 2014 and intermittent power issue on the complaint date. The reporter stated that loss of prime issue recurred with multiple cartridges from different boxes. It was reported that the prime step was completed after cartridge changes and there was no sudden change in temperature or force. Review of cartridge use technique indicated that instruction for use was followed. Troubleshooting was unable to determine the cause of the prime issue. Regarding the intermittent power issue, the reporter stated that there was no damage to the battery compartment or cap and the cap was able to secure properly. The reporter noted that there was no moisture/corrosion in the pump. Allegedly, the pump powered on properly with a new battery during the troubleshooting session and the power issue was determined to be a use error related issue. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event related to an alleged loss of prime issue of unknown causes.